Event description:
A facility reported that during a trans-oral-robotic surgery, a mouth gag was placed using the tongue depressor mcl206a5 35x65mm (mcl206a5) and the suspension apparatus. It was reported that, at the conclusion of the surgery, the mouth gag was removed, and there were two small lacerations on the patient's tongue, which were believed to be caused by the rounded corners of the mcl206a5 solid tongue blade, which required a couple of stitches in both locations to close and prevent further bleeding. No death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The tongue depressor 35x65mm (mcl206a5) was not returned for evaluation after three good faith effort (gfe) attempts were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause may be the use of a device with damaged corners (bad handling by the customer or a manufacturing defect). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.